Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), it was noted that the device was disconnected from the remote monitoring system since several months ago. An initial remote transmission had never been sent. Troubleshooting was performed with the patient's monitor and no connection could be established with the crt-d. Subsequently, the remote monitor successfully connected to the wi-fi. A manual transmission attempt was made but was not successful with the crt-d. The patient was referred for an in-clinic device check. The crt-d remains in use. No patient complications have been reported as a result of this event.